Manufacturer narrative:
(B)(4). This field complaint was reported (B)(4) 2012. The affected packaging batch, j4a86f, was produced march 1, 2012 on the packaging work center. During visual analysis of the package, it was confirmed that there is a hole in the lidstock that occurred over the package form. The defect was observed under magnification and it was observed that the lidstock fibers were bunched around the tear. From the magnified image, it was possible to see the direction of the damage was from the outside of the package in and the perimeter of the tear was jagged. The package was received with no sales unit carton. Batch history records were reviewed. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that before an unknown procedure, there was a hole in the tyvek. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? From the first activation. What vessel or structure was the device fired on at the time of the event? Cistyc artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Into the patient. What were the indications for surgery? What was found? Cholecystitis. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No, just the surgeon.